Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-09692. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise over-sensing and far r wave oversensing leading to inappropriate automatic mode switching episodes. Noise was also noted on the right ventricular lead. The right ventricular lead had been previously reprogrammed. No intervention was performed. The patient was stable and would continue to be monitored.